Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿inflation with an inappropriate fluid or uneven thickness of balloon. ¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. " h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter was initially instilled with 3ml to test the balloon and was inserted without difficulty as per doctor's order. When attempted to fill 10 ml per instructions, 3ml was inserted again but met with resistance and unable to inflate the balloon fully. The balloon was deflated, but 2 ml remained in the balloon and it was unable to remove the catheter. The catheter was removed with the help of the doctor and when attempted to re-instill the catheter once again with 10ml, again met with resistance at the hub and was unable to inflate the balloon fully.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter was initially instilled with 3ml to test the balloon and was inserted without difficulty as per doctor's order. When attempted to fill 10 ml per instructions, 3ml was inserted again but met with resistance and unable to inflate the balloon fully. The balloon was deflated, but 2 ml remained in the balloon and was unable to remove the catheter. The catheter was removed with the help of the doctor and when attempted to re-instill the catheter once again with 10ml, again met with resistance at the hub and was unable to inflate the balloon fully.